Event description:
It was reported that the patient had syncope along with chest tightness, dizziness and premature ventricular contractions (pvcs) due to electro- magnetic interference between the patient's implantable pulse generator (ipg) and the converting station which had changed locations. The ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).